Event description:
Twinfix anchor broke off and they were unable to retrieve it. The issue is the tip of the twinfix anchor broke off and it was not retrieved.

Manufacturer narrative:
Device is not being returned for evaluation.